Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, the device was deployed, and it was noted that the carrier got stuck, and it did not retract the carrier correctly. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Based on the information available and analysis results, the reported event of "carrier retraction problem" was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to carrier retraction problem. A conclusion code of adverse event related to procedure was assigned to this investigation since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during a demonstration, a capio device was used. The carrier extended and was caught in the cage; however, the carrier was stuck in the cage and a manual pull of the plunger was needed so the carrier would retract back. No patient involvement as it happened during a demonstration.

Event description:
It was reported that during a demonstration, a capio device was used. The carrier extended and was caught in the cage; however, the carrier was stuck in the cage and a manual pull of the plunger was needed so the carrier would retract back. No patient involvement as it happened during a demonstration.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem.